Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the connector of the patient's infusion set broke away from the infusion tubing. No adverse event was reported. The infusion set was requested to be returned for product evaluation.